Event description:
An issue was reported where a customer experienced difficulty with a button that sticks, making it hard to turn on their pump. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up, and no additional corrective actions were taken as no further information was provided.